Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called during treatment with blocked supply line alarms, and when cancelling treatment and removing supplies the patient reported a fluid leak inside cassette door. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient reported issue was resolved with out any medical intervention. Per pdrn the patient discarded the supplies.